Event description:
It was reported by a company representative that a vns patient was seen in the clinic and high impedance was observed. There were no reported adverse events, but the device was programmed off. There were no trauma or falls reported. The generator and lead were replaced (B)(6) 2016. The explanted product has not been received to-date. Additional relevant information has not been received to-date.

Event description:
The explanted devices were reported to have been discarded.